Event description:
This catheter was successfully placed for biliary drainage. A few months post placement, during a scheduled catheter exchange it was noted that the tip of this drainage catheter had detached and remained in the patient. The detached catheter segment was successfully retrieved and another catheter was placed for continuation of treatment. No patient complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, company is unable to determine if the device met its specifications. Company believes patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use state: "the catheter is designed for percutaneous drainage or abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections...this catheter should be evaluated by the physician on or before 90 days post placement".